Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms; customer denied need for medical attention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017.